Manufacturer narrative:
Medwatch field b1 was updated.

Manufacturer narrative:
Occupation: occupation is lay user/patient. The customer returned strip vial with 2 used strips. A retention vial of the same strip lot was used for qc testing. The customer's meter was provided for investigation where it was tested using retention controls. Testing results (qc range = 2.8 - 4.4 inr): qc 1: 3.7 inr, qc 2: 3.7 inr, qc 3: 3.7 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory, but the date was 1 day off from the allegation. Relevant retention test strips (lot 381237) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with (meter 1) coaguchek xs meter serial number (B)(4) when compared to another (meter 2) coaguchek xs serial number (B)(4). At 6:30 p.m. Meter 1 result was 6.8 inr and at 6:30 p.m. Meter 2 result was 3.9 inr. The meter 2 reading of 3.9 inr was believed. The patients therapeutic range is 2.0-3.0 inr and tests once a week. The patient is in good condition.